Event description:
It was reported that the right ventricular (rv) lead had an increase in impedance which is now high and triggered an alert. Impedances in the clinic during isometrics were "widely variant" and upon interrogation rv capture increased which indicated lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. There were no anomalies found. It was noted that there was blood (not obstructed) on the proximal and distal conductors, the outer insulation had cosmetic depression and the outer insulation overlay tubing had environmental stress cracking.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.